Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Tandem technical support made multiple attempts to troubleshoot, but customer did not respond. No further details were given. No reported impact to the customer¿s blood glucose level.